Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-sep-16. It was specified that the 8840 clinician programmer was used at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (previously 500 mcg/ml at 175 mcg/day, currently 1000 mcg/ml at 100 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was in the office in the middle of (B)(6) 2019 for a refill and the hcp increased his baclofen concentration from 500 mcg/ml to 1000 mcg/ml to increase his refill interval. The pump was filled with 1000 mcg/ml of baclofen, but he forgot to update the concentration in the programming. The patient was in the office on (B)(6) 2019 for another refill when he realized the programming error. The programmer was prompting a bridge bolus for the concentration change, but it would lock the patient out of his ptm for 136 hours, which the hcp didn't want to do. He was wondering if a bridge bolus was necessary. It was reviewed that due to the duration of time since the last refill, the bridge bolus would not be necessary and the caller was walked through the steps to cancel the bolus. It was noted that the patient experienced the symptom of "too dosed." No further complications were reported.